Event description:
Vns patient has experienced pain in neck and at the generator site since implant. It was reported that revision surgery was planned due to suspected device malfunction. The patient's pain is constant and does not appear to coincide with stimulation. Device diagnostic testing was within normal limits, indicating proper device function. The pt is experiencing good seizure control with the vns therapy. The pain reportedly subsided when the device was programmed to off for approximately two hours. Further follow-up revealed that neurosurgeon noted "small amounts of condensation and fluid" inside the lead tubing during exploratory surgery, although no breaks in the lead insulation or coils were noted. Device diagnostic testing during exploratory surgery was again within normal limits. Neurosurgeon used a gore-tex graft on the lead tubing for support. Use of the gore-tex graft on the lead tubing did not resolve the patient's symptoms.